Event description:
Received pt from (B)(4) for foreign body possibly in the heart and pneumonia. When received to covenant medical center, approx 6" piece of central line type catheter removed without complications. See included documentation.